Event description:
It was reported that the patient was not able to make adjustments with or without the antenna attached. The patient had a return of urge incontinence about 3 weeks ago. Given the age of the implant, the implantable neurostimulator (ins) battery was suspect. Follow up information received from the patient reported that they still had concerns with their device/therapy but was working with their doctor. An appointment of (B)(6) 2015 was noted. Further follow up information received from the healthcare professional (hcp) confirmed that the onset of the issue was about a month prior to report. The patient was not getting greater than 50% reduction in their symptoms and troubleshooting was performed but the cause of the issue was not determined. A revision was planned for (B)(6) 2015 where the plan was to remove the old ins, test the old lead, then to place a new ins (and new lead if needed). The hcp reported that the patient was not recovered with symptoms/issues ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3093-33, lot# v012955, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v012955, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare provider reported that the full system was replaced on (B)(6) 2015. It was stated the device worked very well for the patient, but the battery had died and there was no longer efficacy. No further information was reported.